Event description:
The account alleged the head of the bed was going up on its own. No pt impact.

Manufacturer narrative:
The technician found the cause was the pt hand pendant. The technician replaced the pt hand pendant to resolve the issue.